Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 900 mg/dl with rapid, deep breathing, shortness of breath, vomiting, difficulty waking up, confusion, nausea and large ketones associated with a temperature issue. Reportedly, the patient remained on the insulin pump, was hospitalized with diabetic ketoacidosis and was treated with IV fluids and other unspecified treatment. It was reported that there was no damage to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia associated with a temperature issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: a review of the black box showed no errors, alarms or warnings related to the temperature complaint. The battery voltages in the black box were within normal specifications. The pump¿s current draws were within specifications and no overheating was duplicated during testing. The black box showed an occlusion alarm on (B)(6) 2016 at 13:29; deliveries never resumed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or error, alarms or warnings occurred during testing. The pump cover was removed and no intermittent connections or moisture damage was observed. The original complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.